Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specifications. Dhrs for the libre sensor kits were reviewed and the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported bleeding and pain while wearing the adc freestyle libre sensor, beginning on (B)(6) 2020. The customer experienced dizziness and on (B)(6) 2020, called emergency services and subsequently lost consciousness. Upon the arrival of emergency services, the paramedics elevated the customer's feet to restore blood flow. It is unknown what, if any, additional treatment occurred as the customer was unconscious at the time. There was no report of death or permanent injury associated with this event.